Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger assembly was missing tamper seal. Top case was cracked under 3 tube guides. Pump drive off post, low battery and battery depleted messages were found in event history log. The technician was unable to duplicate the pump motor drive off post error at power up process. The root cause of the reported issue was found to be that this alarm can occur if the pump was operating on battery power, and the battery was nearly depleted. This was caused by the user. Replaced battery for preventive measure due to non-conforming battery from customer. Performed power up process and all functional tests which passed. No information has been provided to date.

Event description:
It was reported that the software error occurred and stalling motor. No patient injury was reported.